Manufacturer narrative:
No therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, improper placement of the stimulator, and stimulator damage have been ruled out as potential causes of the reported issue. However, the implanting clinician did not follow IFU as they did not coil or bury the tail end of the lead in the pocket. Additionally, the patient has a large number of preexisting conditions, physically and mentally. The stimulator is used to treat pain. The cause of the reported issue is due to inadequate fixation (user error - clinician).

Event description:
The patient reported persistent and severe pain as well as numbness between their shoulder blades. Migration was confirmed via x-ray. The patient was admitted to the hospital, and an explant procedure was performed on (B)(6) 2022. No other issues have been reported and the patient is doing much better.